Event description:
It was reported the ipg is unable to communicate with any external devices. The pt is no longer receiving stimulation. A replacement charger did not resolve the issue. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.